Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to clinic in vt which was successfully terminated by cardioversion. It was noted that the device did not pace due to oversensing which occurred after cardioversions. Programming changes were made. Lead damage was suspected. After this event, oversensing was not observed again. Oversensing was not reproducible with pocket manipulation and isometric or deep breathing. Patient constantly has on/off slow vt. Physician decided not to change the lead and to monitor the patient through remote care. Additional programming changes were made. Patient was feeling much better after device re-programming.